Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter displayed the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on two months prior to contacting lfs. The patient denied testing his blood glucose with another device after the reported power issue occurred. According to the csr¿s documentation, the patient manages his diabetes with an unspecified set dose of insulin and in response to the alleged meter issue the patient reportedly (for the past two months) exercised and at unspecified dates/time consumed food and/or drink as treatment. The patient denied developing any symptoms as a result of the alleged meter issue. At the time of troubleshooting, the csr verified there was no misuse of the lfs products, the patient was not using the subject meter for the first time, and the subject meter¿s battery does not need to be recharged. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.